Event description:
A report was received that a patient was experiencing difficulty charging the ipg. The ipg database was reviewed and premature battery depletion was discovered. The physician has recommended an ipg replacement.

Event description:
A report was received that a patient was experiencing difficulty charging the ipg. The ipg database was reviewed and premature battery depletion was discovered. The physician has recommended an ipg replacement.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Additional testing indicated that the complaint of difficulty charging was confirmed. Sleep current was slightly out of the expected range. Depletion rate with stimulation turned off was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible. It was reported that monopolar electrocautery was used during the implant procedure. Monopolar electrocautery is a known source of high-voltage transient signal and current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual).